Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2007, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot (B)(4), ubd: 27-jun-2011, (B)(4); product ID: 3778-60, serial/lot (B)(4), ubd: 27-jun-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient was getting her ins replaced due to normal and expected device end of life she was told of an issue with the lead connection. The patient reported that when she had her current ins implanted the healthcare provider (hcp) told her that there was an issue with one of the leads attaching to the battery, which the hcp fixed. The patient stated the hcp told her about the lead issue when she was doing her battery replacement surgery, and the hcp stated that there may be a problem with it but he "fixed it and got it working," however it was reported that the doctor did not want to fix it with surgery "because it would've been a major surgery." No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.